Event description:
Qvm would not deliver even set sweep value whilst a set point was in use. The patient was not affected by this incident.

Manufacturer narrative:
Original fault could not be replicated. No fault found.